Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1293764; medical device expiration date: 2022-04-30; device manufacture date: 2021-10-20. Medical device lot #: 1270052; medical device expiration date: 2022-03-31; device manufacture date: 2021-09-27. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for clogged instrumentation was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed based on the photos provided. A review of the cap was performed and no recent changes have been made. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tube there was clogged/blocked instrumentation probe. The following information was provided by the initial reporter. The customer stated: "the laboratory uses these tubes on two stago starmax machines. There are problems with these machines, pieces of plugs are blocking the needles."